Manufacturer narrative:
The subject home monitor was successfully paired on (B)(6) 2016 and will not be returned. Preliminary analysis results showed that the reported behavior was most probably linked to an issue at landline level.

Event description:
Reportedly, on (B)(6) 2016, the subject home monitor could not be paired.

Event description:
Reportedly, on (B)(6) 2016, the subject home monitor could not be paired. The home monitor will be returned.

Event description:
Reportedly, on 14 december 2016, the subject home monitor could not be paired.